Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was noted in the line of an amia automated pd set with cassette. The pm was further described as "small white spots imbedded in the fluid pathway of the line". This was observed during the priming step of peritoneal dialysis therapy. As a result, the set was not used. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.